Manufacturer narrative:
The pod was received fully deployed. An occlusion during runtime (threshold exceeded, not at end of bolus), alarm was observed in the pod data along with timeouts. The observed hazard alarm confirms the user reported event. No damages or deficiencies to the fluid path or drive mechanism were observed that could have contributed to the occlusion alarm. The exact cause of the occlusion alarm could not be determined. The external portion of the soft cannula was observed to be kinked and stretched. The total length of the soft cannula measured approximately 1.162 inches. The timing and cause of this damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose (bg) level reached 15 mmol/l (270 mg/dl), while wearing the pod longer than 48 hours on the back. They reported receiving a pod hazard alarm while they were sitting down. It should be noted that the patient reported playing with the cannula after they removed the pod. Treatment information was not provided.